Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a pfa procedure, a blood leak and air leak occurred. Using the non-abbott mapping system (carto), the transseptal puncture was performed with a non-abbott sheath (versacross by boston scientific) and then was exchanged for the agilis 13f sheath. A premap of the left atrium was completed with the non-abbott mapping catheter (pentaray by johnson and johnson) through the agilis 13f with no issue. The non-abbott catheter (pentaray) was exchanged for the non-abbott pfa catheter (farawave by boston scientific) when blood was observed leaking from the valve. At this point, the non-abbott catheter (farawave) was advanced halfway into the sheath according to recommendations, and the sheath was being aspirated. Also, when attempting to aspirate, the valve was also pulling in a lot of air. The sheath was replaced with one of the same lot, but the same issue occurred. The second sheath was replaced with one from a different lot and the issue was resolved. The procedure was completed with the third sheath and with no adverse patient consequences.